Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Patient contacted product support requesting assistance with turning off a hazard alarm on her pdm (personal diabetes manager). While on the phone, the patient reported she is currently in the hospital due to an issue with her omnipod system. The patient stated the system was switching her into manual mode during the night which affected her bg (blood glucose) levels. It is unclear what impact this had on patient's bg levels as patient refused to give any additional information.